Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient was having issues with the stimulation. They were feeling numb from the waist down and having trouble walking. The patient started experiencing these symptoms yesterday, this was determined to be a sudden change in therapy/symptoms. The patient also reported they were not able to move steadily at other times since (B)(6) 2017. The caller confirmed the stimulation was on. No further complications were reported as a result of this event.

Event description:
Additional information was received from the hcp stating the patient was not complaining of numbness at the time of the call.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.